Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was complaining of unwanted rib stimulation and was not receiving stimulation in the desired location. It was determined the patient's lead had migrated. The patient underwent surgical intervention where the surgeon decided to explant the entire system.